Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular exhibited loss of capture and high pacing thresholds which led to syncope. This lead was then explanted and replaced. No additional adverse patient effects.

Manufacturer narrative:
This product has been received for analysis. This report will be update upon completion of analysis.

Event description:
It was reported that this right ventricular exhibited loss of capture and high pacing thresholds which led to syncope. This lead was then explanted and replaced. No additional adverse patient effects.